Manufacturer narrative:
As no part or lot number were provided, a review of the device history records for the catheter was not possible. The february 2015 navilyst medical complaint report was reviewed for the drainage catheters product family and the failure mode "hub crack." No adverse trend was identified. As this item is a purchased device for navilyst medical, our supplier, (B)(4) has sent a supplier corrective action request (scar) for information purposes. Without receiving the used device for evaluation, the root cause of the cracked fitting is unable to be determined. The damage could potentially be the result of an over-tightened connection with a mating male fitting. ((B)(4)).

Event description:
Hub on drainage catheter cracked, necessitating removal and replacement. Patient condition was "unaffected" by the event. The used catheter was discarded by the hospital.